Manufacturer narrative:
A ge service representative performed an on site investigation. The cooling fan and software were checked during the service call.

Event description:
The customer reported that the 9800 system locked up and drops out during a case. No patient injury was reported.